Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose after a percutaneous coronary interventional procedure using a 6f sheath. No femoral angiogram was taken. Reportedly, the patient was obese and the clip didn't close the blood vessel completely resulting in excessive bleeding after use. A hematoma appeared locally after. The release mechanism was used although there was no difficulty reported to remove the device. Manual arterial compression was used to control the bleeding, to address the hematoma and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. No femoral angiogram was performed. It should be noted that the electronic starclose instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.